Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was light blue debris inside of the channel due to incorrect or insufficient reprocessing of the scope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite gastrointestinal videoscope had foreign matter in the channel. The reported issue was discovered during reprocessing of the scope. The scope was removed from service. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that blue foreign material was found in the biopsy channel, however, the specific material could not be identified and the cause could not be specified. There was no damage to the area where the foreign material was detected and no information was provided regarding the user's reprocessing methods. Olympus will continue to monitor field performance for this device.